Event description:
It was reported that the resident was being transfered when allegedly the top metal part of a digital scale broke and the resident fell to the floor. Resident suffered abrasions to the face.